Event description:
The device was used during the procedure of a stent graft placement on (B)(6) 2014. When the device was inserted into the cfa, the side-arm detached from the device due to a blood return. The physician stopped using the device and another device was used to continue the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Event is still under investigation.

Manufacturer narrative:
During investigation, a review of the complaint history, drawing. Manufacturing instructions (mi), quality control (qc), and specifications and a visual inspection on the returned product was conducted. The visual examination determined the connecting tube with the stopclock was detached from the sheath's proximal fittings/ there were small amounts of glue noted on the outside of the connecting tube and on the inside of the proximal fittings, where the connecting tube was inserted damage was not observed on the connecting tube or the proximal fittings. For quality control specification, the integrity of this device is verified throughout the manufacturing process. Detection activities have been conducted, and the failure is attributed to improper/inadequate gluing of the connecting tube to the check-flo body. We will continue our monitoring of similar complaints and have notified the appropriate internal personnel of this event. Per the risk assessment, there is sufficient risk due in part to high detection activities, low occurrence and low severity; therefore, no further action will be taken.